Manufacturer narrative:
The facilities maintenance found the left side rail patient control board was defective. Maintenance replaced the patient control board to repair the bed.

Event description:
Information received indicates the head up function moved unintentionally.